Event description:
It was reported that post implant procedure, the patient had an atrioventricular ¿ av node ablation. Post anesthesia care unit - pacu monitor showed intermittent ventricular capture. The patient was asymptomatic. The physician suspected a micro-dislodgment of the lead. The lead was explanted and replaced next day. The patient was stable post procedure and would be followed normally.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.